Event description:
A hospital in (B)(6) reported via a distributor that the lower head casing and grill of the warmer head assembly of an iw930jeu cosycot infant warmer fell on the head of the night shift nurse. It was further reported that the night shift nurse had undergone a 24-hour observation at the hospital and was sent home for one week sick leave.

Manufacturer narrative:
(B)(4). We are currently in the process of obtaining further info from the hospital in order to assist us with the analysis and identification of a possible root cause of the event as reported. We are still gathering pertinent info at this stage of our investigation. We will provide a f/u report once we receive further info from the hospital and have completed our analysis.